Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. The customer continued using the pump for insulin therapy until the replacement pump arrived. There was no adverse impact to the customer's blood glucose level.